Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was leaking. Per additional information received on (B)(6) 2021 it was stated that another catheter was leaking on (B)(6) 2021 from the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was leaking. Per additional information received on 16jun2021, another catheter was leaking on (B)(6) 2021 from the same lot.

Event description:
It was reported that the catheter was leaking. Per additional information received on (B)(6) 2021 it was stated that another catheter was leaking on (B)(6) 2021 from the same lot.

Manufacturer narrative:
The reported event was confirmed design related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used surestep touchless catheter. Visual inspection of the sample noted no obvious visible defect. The catheter was cut in order to inject methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) to replicate urine drainage, and solution immediately leaked between the funnel and catheter connector. The device is considered out of specifications. The root cause for this failure is still pending, but will be placed within this CAPA once determined. The lot number is unknown; therefore, the device history record could not be reviewed. The labeling and risk assessment was not completed as they are addressed by existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.